Event description:
It was reported to medtronic minimed that the customer had stated that the screen had scratches on it, making it hard to see, and that the pump had a crack on the side. The customer stated that the pump was vulnerable to water or any foreign objects entering, which could cause it to stop working, and that the pump was giving no delivery alarms. The customer had received a loss of signal from the transmitter, reported that brand-new batteries were not lasting in the pump, and mentioned that the pump was not reading the proper blood glucose log that was being entered into it. The customer reported no adverse event. The event involved product(s) unk_sensor, mmt-7841zn, mmt-1884, unk_disposables, and unomedical. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past event. Troubleshooting was not performed for the cosmetic damage, loss of communication, and short battery lifetime. No harm requiring medical intervention was reported. No product return is required for unk_sensor, mmt-7841zn, mmt-1884, unk_disposables, and unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.